Event description:
Same case as: 2134265-2008-04388. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the left anterior descending (lad) artery. The physician deployed a 2.25x24mm and a 2.25x16mm taxus liberte drug eluting stent in the lad. A 3.00x28mm liberte bare metal stent was deployed in the circumflex (cx). Ten months post the initial stenting procedure, the patient presented with 'ima'. Thrombosis was identified in the lad. The thrombus was aspirated and plain old balloon angioplasty was performed. The patient had stopped the anticoagulant therapy 15 days prior to the event for thyroid surgery. The patient condition was reported as 'not worrying'.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration, the thorough evaluation conducted, and the details of the complaint, this investigation will be assigned the most probable root cause classification of anticipated procedural.